Event description:
The father of the recipient noticed that his child does not hear low sounds clearly and in general does not hear well, as sounds are not clear when using the device. There has been a gradual decrease in hearing. No further information on a possible re-implantation date has been made available.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No date on possible re-implantation has been provided yet.

Event description:
The user's father noticed that his child does not hear low sounds clearly and in general does not hear well, as sounds are not clear when using the device. There has been a gradual decrease in hearing. The user was re-implanted.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. In addition, three channels were found extra-cochlear at explantation surgery due to a post-operative migration. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The father of the user noticed that his child did not hear good with low sounds and in general did not hear well. The sounds were not clear when using the device.